Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device is not available for return.

Event description:
During preparation for a medical procedure, the hospital staff found that the benchmark 6f 071 delivery catheter (benchmark) was broken in two locations upon removal from the packaging. The damage to the benchmark was found prior to use. Therefore, the benchmark was not used in the procedure. The procedure was completed using a new benchmark.